Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level was 640 mg/dl. Customer stated that they experienced unexplained high blood glucose and low blood glucose level. The customer blood glucose level was 400 mg/dl at the time of incident. Customer experienced symptoms such as fatigue, vomiting, headache. The customer was assisted with troubleshooting. The customer was treated with insulin drip, manual shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery. Customer stated that they did not used auto mode. Customer reports they did contact their healthcare professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. The customer stated that they performed displacement test and the test was passed. Customer stated insulin pump was working as designed with the tests that did and declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.